Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 31-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease. During insertion, the introducer peel-away sheath kinked and a different introducer kit was used successfully. The physician reported concerns about the design of the 0.027-inch wire, stating that the transition between the floppy tip and wire body posed a potential hazard and recommending a smoother transition. Additional feedback was provided regarding the stiffness of the rp flex pigtail and a preference for a tighter, softer j-tip to reduce vascular risk. During support, a spike in motor current occurred, followed by decreased motor-current flows and increased pulmonary-artery signals. Flows decreased from 2.8 l/min to 2.1 l/min, with purge-flow reduction as well. Tissue plasminogen activator (tpa) purge protocol was initiated, which restored purge flow; however, pump flows continued to decline to 1.5¿1.6 l/min at performance level p-6. The patient was on heparin with stable anticoagulation parameters. The decision was made to remove the device. The reported events are purge-pressure-high requiring tpa administration, product damage, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient. The patient survived.

Manufacturer narrative:
Corrected information were provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low pump flow was likely biomaterial ingestion as evidenced by log analysis showing sudden drop in flows with motor current shift at the time of low flow event and returned product producing saturated flow when run in the lab. The cause of the injury (hemodynamic instability) was not determined due to insufficient clinical details.

Manufacturer narrative:
B1 product problem was added. Section d4 catalog number was corrected. H6 codes were updated.

Manufacturer narrative:
D9. Date device returned to manufacturer added.